Event description:
It was reported that the patient presented a remote transmission, and it was found that the device was in backup mode. Programming was performed to restore the device back to normal operation and previously programmed settings. The patient was asymptomatic.